Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had oophorectomy and essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had oophorectomy and essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Essure indication added. Event medical device removal was updated to perforation nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included furuncle on (B)(6) 2017, tendency to bruise easily on (B)(6) 2017, unspecified disorder of parathyroid gland, obesity, anxiety, panic attack, nightmares, depressive disorder, migraine, aortic incompetence, congenital cardiac septal defect, endometriosis, fibromyalgia syndrome and obesity. Concurrent conditions included heavy periods and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had oophorectomy and essure removed/ total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and oophorectomy outcome was unknown. The reporter considered oophorectomy and uterine perforation to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.